Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient had a fall about one month prior to this surgery and had pain. After an x-ray, it was noted the cup had "spun out". It was noted that there was no bony ingrowth.